Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead passed introducer test. Lead returned with the helix partly extended and slightly bent, tissue is visible inside helix.

Event description:
It was reported that one day post implant the atrial lead was found to be dislodged. The lead was attempted to be repositioned 3 time without success and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.